Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter other occupation: oncology and hematology clinical nurse specialist a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced leakage and was involved in a serious injury in the form of exposure to chemotherapy drugs during use. It has not been specified whether any medical intervention was sought/received as a result of exposure to the chemotherapy medication, or whether any health professionals were exposed in addition to the patient. The following information was provided by the initial reporter: material no: 515070, batch no: unknown. The following was reported via email: this is the tubing that is added to 1 of our chemo tubing from pharmacy and it does not connect correctly to phaseal optima and causes disconnections and leaking.

Manufacturer narrative:
H.6. Additional info/correction: the customer provided additional information regarding the reported event. Leakage occurred between the injector and luer connection; the connector was not involved in the event. Therefore, this complaint will be cancelled.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced leakage and was involved in a serious injury in the form of exposure to chemotherapy drugs during use. It has not been specified whether any medical intervention was sought/received as a result of exposure to the chemotherapy medication, or whether any health professionals were exposed in addition to the patient. The following information was provided by the initial reporter: material no: 515070 batch no: unknown. The following was reported via email: this is the tubing that is added to 1 of our chemo tubing from pharmacy and it does not connect correctly to phaseal optima and causes disconnections and leaking. Photo shows alaris extension set c25012.